Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the tracheal intubation fiberscope, there was an angulation malfunction and defects of the bending section and insertion tube. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the coating was peeling off of the image guide tube (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed; due to a cut on the angle wire, the bending section could not be bent in a down direction and the connecting tube had a dent. In addition to the peeling off the image guide tube coating (1mm2 or more), the evaluation findings were as follows: due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly; due to a pinhole on the channel tube, water tightness was lost; the angulation lever had a scratch, and the eyepiece had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.